Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted (B)(6) 2012.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for short interval counts (sic). It was also noted that there was an rv pacing lead impedance warning. There was a high threshold on the right atrial (ra) lead noted as well. The rv and ra leads both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.